Event description:
During troubleshooting for high blood glucose, customer also reported of experiencing air bubbles in reservoir. Customer states air bubbles were large. Troubleshooting was done by running a fixed prime of 5.0 units in order to release air bubbles. Customer reports that air bubbles persist after infusion set change. Customer was advised to change infusion set and to return infusion sets and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.